Event description:
A customer reported cgm error 42, which was addressed by technical support. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the customer was able to start their sensor session successfully after the reset.